Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2012. Inratio: 5.3, 4.2. Time between testing: 5 minutes. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Inratio precision data provided by end-user: first inr: 5.3, second: 4.2, mean: 4.75, sd: 0.78, %cv: 16.38. Analysis of customer's data revealed that repeated inratio test result comparison did meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. User reported adding more than one drop of sample to test strip. Double dropping (adding two drops to one strip) can cause pre-analytical errors in finger stick sample collection. User also reported patient's finger was pressed down onto the strip when applying sample. This may have obstructed capillary action and normal flow of sample into the strip channel. Root cause of complaint could not be determined. (B)(4). This complaint issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.